Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a pd catheter leak that required cancelling during fill 1 of 5 of treatment. Technical support assisted the patient with cancelling treatment. Upon follow up, the patient confirmed the reported event occurred at the end of the peritoneal dialysis (pd) catheter (not a fresenius product) and cycler set tubing. There were no other fluid leaks discovered during treatment. The patient accidentally hit the tubing clamp during treatment. Per the clinic's procedure the patient was prescribed prophylactic antibiotics, (type unknown, dose unknown, intraperitoneal, 6 hours). The pd nurse also changed the end of the pd catheter to ensure no future leaks occurred. The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated skipping peritoneal dialysis treatment in the absence of the cycler. The patient is continuing with peritoneal dialysis on the original cycler without issue and with our recurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. Set was discarded and not available to be returned to the manufacturer for physical evaluation. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).